Event description:
It was reported that the patients ipg was in hibernation due to inability to charge, and it was believed that implant has flipped in the pocket due to its placement location. The patient underwent a revision procedure wherein the physician moved the pocket location down three to four centimeters. The patient experienced an obstructed airway and needed to be turned and stabilized. The patient was stabilized, repositioned on the side, and the case was completed. The patient was resting comfortably postoperatively.

Manufacturer narrative:
Event date: exact date unknown, event occurred three weeks from the date the manufacturer became aware of the event.